Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Meter (B)(6) has been returned and investigated with retained strips. Visual inspection performed on the returned meter and no issues were observed. Retained batteries were inserted and the indicator lights did not flash. The meter did not power on with button depression, cal bar or strip insertion. The meter log was unable to download due to the meter not powering on. The meter was sent for further investigation and de-cased. Performed internal visual inspection on the circuit board; no issues were observed. Extended investigation has also been performed. Attempted to power on the returned meter but the meter failed to power on. The retuned meter voltage was out of specification. The electrical continuity of every component on the pcba's was measured, observed that capacitor c90 was not open circuit indicating that there could be a possible short voltage. Removed the capacitor from the circuit and no changes were observed. Replaced the capacitor with a new unused c90 and no changes were observed. Performed a mix match testing of the central processing unit (cpu) unit with a new unused meter and observed the returned meter to power up with a new unused cpu. Therefore, it was determined that the root cause was a defective cpu component. The issue is confirmed due to a faulty cpu. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.